Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was observed. Programming changes were recommended and will be made during the patients next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4)